Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that there was a third alleged overdischarge. A physician mode recharge was started and the representative noted they wanted to bring it out of overdischarge so they could check the impedances to see if the leads were good before the implant replacement. The last successful recharge was a little over a year ago as the patient had trouble connecting with the implant and recharging. The indications for use were peripheral neuropathy, radiculopathy and post lumbar laminectomy syndrome. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.